Manufacturer narrative:
The service engineer (se) replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The se performed calibrations and extended self-testing on the device and all tests passed. Product analysis: an inspiratory flow module (ifm) pcba was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. Functionality testing was performed, the ventilator failed to calibrate due to gas being exhausted through the mix accumulator purge solenoid (sol1) and the mix accumulator pressure switch (ps1) was opening and closing intermittently, which resulted in gas from the accumulator being purged via solenoid. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component mix accumulator pressure sensor (pmx) in the ifm pcba. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while doing preventative maintenance on a 980 ventilator, an error message was generated. The ventilator was not in use on a patient at the time of the reported event.